Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, episodes of auto mode switching episodes were observed from a merlin transmission. Review of the electrogram shows noise on the right atrial lead. The patient was returned to the clinic and the latest transmission detected more noise. No changes have been made. No further information is available.